Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, loosely folded balloon, copilot, introducer sheath and on the cordis guiding catheter, consistent with use in the patient anatomy. The balloon catheter was returned advanced through the copilot and guiding catheter; and the distal end of the balloon was bunched at the distal end of the introducer sheath. The outer member was broken from the proximal seal. The fracture face was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was stretched for a length of 11 cm and still intact. There were two bends in the hypotube, 5 mm and 6.4 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was no damage noted to the copilot, introducer sheath or guiding catheter. Possible causes for difficulty in removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. The balloon catheter could not be removed from the introducer sheath and guiding catheter due to the damage noted to the balloon catheter. The dimensional test could not be performed due to the damage noted to the balloon catheter. In this case, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. It was reported that the voyager nc was used for post dilatation which may have disrupted the balloon tri fold and profile such that resistance was noted during interaction with the guide catheter. Additionally, as resistance was encountered during retraction, it would have contributed to the balloon bunching, shaft stretching as noted on the returned product and the outer member separating. It should be noted in the voyager nc instructions for use (IFU) it states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The IFU also warns: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.

Event description:
It was reported that after post-dilatation was performed with the voyager nc, during removal of the catheter, the balloon caught on the tip of the guiding catheter. There was no report of any difficulties during deflation of the balloon, and on fluroscopy, the balloon was fully deflated and negative pressure was confirmed. An attempt was made to withdraw the guiding catheter and the voyager nc as a single unit; however, they became caught on the introducer sheath. Force was used during the attempt to remove the device, and the shaft of the device was starting to stretch. As a result the introducer sheath was also removed to facilitate removal of the devices. A new 7fr sheath was used to complete the procedure. No patient effects were reported. No additional information was provided.